Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The lesion was in the right coronary artery (rca) with a 2.7mm reference vessel diameter and a 24mm length. Pre-procedure there was 100% stenosis and post-procedure 0% residual stenosis. A 2.75x24mm liberte stent was implanted. The procedure was rated a technical success. The patient was discharged thirteen days after the index procedure. The discharge medications were asa 100mg/day indefinantly and clopidogrel 75mg/day for 12 months. The patient died the day of discharge with the cause of death noted as cardiac. No additional data was provided regarding the death.